Manufacturer narrative:
Correction: (UDI#) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic kidney resection, while being applied over the hilum structures, the scrub tech confirmed that she cycled the device in between each reload and that the handle worked as normal for the first firing. On the 2nd firing/reload, the jaws of the device locked on tissue. The surgeon tried to remove it with excess force, but it never opened. Medical or surgical intervention was needed to prevent a permanent impairment of a patient function. There was no patient injury.